Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for pseudomonas aeruginosa and or coliforms during routine surveillance micro-testing.the scope was cleaned, soaked for 20 minutes and brushed then reprocessed on a sterilising cycle. After retesting was completed, four of the scopes again grew cultures of pseudomonas and or coliforms. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This supplemental report is being submitted to provide the additional information to section b5 and correction to b3.

Event description:
The colonovideoscope tested positive for 19 colony forming units (cfus) of klebsiella and 1 cfu of escherichia coli. The device was retested on (B)(6) 2025 and tested positive for 1-5 cfus of pseudomonas aeruginosa.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the final investigation. Based on the results of the investigation and because the subject device was not returned, the reported event could not be confirmed, and a root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.